Event description:
It was reported by the patient with this cardiac resynchronization therapy defibrillator (crt-d) that the patient experienced shortness of breath 6 months. The ctr-d was fixed and the next day the patient exhibited a stroke. Furthermore, the patient experienced again shortness of breath. This crt-d remains in service. No additional adverse patient effects were reported.